Manufacturer narrative:
As only limited information has been obtained so far, it is difficult to assess a cause and effect relationship.

Event description:
Passed out for 10 seconds [loss of consciousness]. Case description: spontaneous report was received on (B)(6) 2012 from the physician's assistant via other non-healthcare professional regarding a female patient, initial unknown. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with synvisc one (hylan g-f 20), dosage regimen not provided, in an unspecified location. The lot number for synvisc one was not provided. It was reported that the patient had multiple body piercings and after the injection the patient passed out for about 10 seconds. The patient then 'woke up kicking and walked out'. The company assessed the event of 'passed out for about 10 seconds' as medically significant. Action taken with synvisc one was not provided. Concomitant medications were not provided. The reporter did not provide the relationship between the event of 'passed out for about 10 seconds' and synvisc one.